Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (black dots on the image) was confirmed due to significant breakages in the image guide bundle. In addition to the connecting tube coating peeling (1mm2 or more), additional evaluation findings were as follows: the venting connector under the grip was shaved, the connecting tube had a dent, the bending tube had a dent, the light guide lens had discoloration, the light guide bundle had breakage, the channel tube was crushed and the tube cleaning brush would not be inserted, the bending angle in the up direction did not meet the standard value, and the adhesive on the bending section cover had a chip. The following components had scratches: the image guide protector, the angulation lever, the up/down plate, the grip, the diopter ring, the scope connector cover, the eyepiece, and the control unit. A review of the device history record confirmed the device was manufactured in accordance with specifications. It has been twelve years since the subject device was manufactured. Based on the results of the investigation, the root cause of the connecting tube coating peeling (1mm2 or more) could not be determined. Likely causes of the event could be stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using a tracheal intubation fiberscope, there were black dots on the image. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the coating of the connecting tube was peeling off (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.